Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. Also, the device has reached replacement time after more than eight years of implant time. The sensing vector at the time of the shocks was set to the alternate sensing vector. Technical services recommended trying the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.